Event description:
Information received regarding the explanted device notes that the patient presented with complaints of dizziness and weakness. In the clinic, twitching was observed, and when questioned, the patient responded that it had been twitching for some time but he ignored it. After the clinic visit, the twitching worsened and the lead was replaced. Visual inspection noted an abrasion of the proximal insulation.